Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Therefore, omsc surmised that there was no problem in the subject device because the subject device was not sent to the repair department. The exact cause of the reported events could not be conclusively determined. However based on the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to temporary communication failure due to a wet electrical contact point of the endoscope connector or a foreign object adhered to the electrical contacts. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error b30 occurred on the subject device when each of multiple user's endoscopes was connected to the subject device, and also found that the endoscopic image of the subject device was not displayed on the monitor while the connected endoscope was moved. There was no report of patient injury associated with this event.